Manufacturer narrative:
D10 concomitant devices: (B)(6), 02-022-45-6060 - truliant tib fit tray cem sz 6f / 6t, (B)(6), 02-010-01-0360 - logic femoral ps cem right sz 6, (B)(6), 200-02-38 - three peg patella 38mm, (B)(6), 201-78-12 - holding pin lg head sharp point med 2pk. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 42 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, joint pain, joint swelling, joint stiffness, limited range of motion, loss of mobility, muscle tissue damage, tissue damage, device failure necessitating painful revision surgery; limited activities, daily pain and discomfort in left knee impacting quality of life. Significant pain and discomfort, gait impairment, poor balance, difficulty walking,; component part loosening, soft tissue damage, bone loss, and other undiagnosed injuries requiring ongoing medical care. Future damages also including but not limited to cost of medical care, rehabilitation, home health care, loss of earning capacity, mental and emotional distress, loss of consortium and pain and suffering. . No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, loosening and loss of range of motion. And/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.